Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. The lot number provided by the pt's attorney was an invalid number; therefore a review of the manufacturing records could not be conducted. Additionally, no product was returned for eval. If additional event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following info was reported to davol by the pt's attorney: (B)(6) 2007 - pt was implanted with a bard ventralex hernia patch. Ni/ni/2011 - since the time of her implant, pt has suffered severe pain and discomfort in her abdomen. In 2011 pt was diagnosed with a small bowel obstruction. Despite the fact that her physician, indicated that her pain and bowel obstruction were the result of the bard ventralex mesh, he could not explant the mesh as the surgery would be too dangerous. As a result of the defective ventralex mesh, pt continues to live with severe abdominal pain, constipation, pain during digestion, nausea and vomiting. Pt was seriously and permanently injured. Pt's mesh failed while in the pt's body causing pt to develop serious physical complication which required subsequent painful and unnecessary repair surgery. The attorney alleged abdominal pain, bowel obstruction, constipation, nausea and vomiting, additional surgery, permanent injuries.